Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with an unknown antibiotic (intraperitoneal, dose, frequency and duration not reported) for peritonitis. It was reported the patient was retrained on technique for pd therapy administration and was recovered from this peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event was reported to have occurred on an unreported date, approximately one week after starting pd therapy. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.